Event description:
The account alleges that the device has no power, due to fluid ingress corroding the high voltage board. No injuries were reported.

Manufacturer narrative:
The account performed their own repair, by replacing the high voltage board, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.